Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy procedure. It was reported the surgeon was inserting the 5dcs into the trocar and the device became lodged in the trocar. The surgeon applied pressure to dislodge the device. The scissors dislodged and the distal tip made contact with the liver. The rn reported to the rep she has noted the coating on the shaft is different. No further information is known at this time. The device was not saved.